Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash on the chest. There was no alleged device malfunction contributing to the rash. The patient¿s hospital staff lubricated the area for the rash. Follow up indicated that the rash improved.